Event description:
The patient reported that she has experienced "swelling around the pump and gradual diminishing function for a few years" and at pump replacement, it was noted that the catheter had broken into pieces and the catheter remains in her spine. The patient has also reported experiencing "extreme bouts of pain" and sought medical attention some time ago. The pump "readings" were found to be " on target" and the catheter issue was not discovered until surgery. The pump was replaced; recovery reported to be "extremely difficult."